Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical products: bl knee axle lock pn set catalog # cp116529 lot # 048390; bl knee axle catalog # cp116528 lot # 232430. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2020-03946, 0001825034-2020-03949. Remains implanted.

Event description:
It was reported that the patient underwent an knee arthroplasty. Subsequently, the patient is being considered for revision due to a fractured articular surface prosthesis which occurred due to the patient falling. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.